Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The DHR review could not be performed at this time as lot or serial number was not provided. The reported complaint was not confirmed.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the 438a1011 nine (9) inch retractor arm assembly of the a1040 budde halo retractor was not locking down in place when engaged. The date of the incident was not provided. There was no patient injury reported. Additional information has been requested.